Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The users reported an inability to obtain 12-lead ECG. No patient adverse impact was reported.

Event description:
The users reported an inability to obtain 12-lead ECG. No patient adverse impact was reported.